Manufacturer narrative:
A follow up report will be filed upon receipt of the broken rod sections and completion of the evaluation.

Event description:
It was reported that revision surgery was performed due to rod breakage. During the initial surgery, one rod had been cut intra-operatively to produce the two rod sections that were included in the spinal construct. Both sections of the rod were found to be broken.

Manufacturer narrative:
It was noted in the complaint file that a single rod was cut and used bilaterally with one break on each side of the construct. Visual inspection of the rod noted this cut surface. No other visual abnormalities were noted. A non destructive fracture analysis using magnified optical imaging was performed. Optical imaging found evidence of fatigue striations. No material defects or abnormalities were observed in the analysis. A device history record search for the rod was conducted hex rod 5.5x300mm, ss (product code: 188163300, lot no: 744596op) identified that the lot was released in 3 batches on 6/3/2011, 7/20/2010, and 8/1/2011. No issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A complaint trend analysis was conducted for all expedium 5.5. Stainless steel rods due to similar geometric design and functionality. No systemic trend was identified. The root cause of the rod breakage is undetermined however optical fracture analysis imaging found evidence of fatigue striations on the fractured surfaces. As there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend the complaint file will be closed with no further actions required.